Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed on an unknown date due to an unknown reason. A new inflatable penile prosthesis pump was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.